Event description:
Related manufacturer report number: 3006705815-2022-18151. It was reported that the patient was experiencing ineffective stimulation. Surgical intervention was undertaken on 27 oct 2022 wherein both leads were repositioned.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.